Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and reseated the oxygen sensor, which resolved the issue. The ventilator passed oxygen sensor calibration and self tests.

Event description:
It was reported that the ventilator's oxygen sensor failed calibration and the readings were out of range. The ventilator was not on a patient at the time of the event.